Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (delivers monophasic pulse) was isolated to thermally damaged r684, r689, r45, q9, q701, q11, r31, d2, j1003bb, and j1002bb on the defibrillator pca and computer/analog board, as well as a shorted u409. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor delivers a monophasic pulse.